Event description:
Customer called to report the pump did not have an audible tone. It was stated that the unit ran out of insulin and the device had the no delivery on display without an audible tone. Additionally, the batteries were lasting about two to three weeks and the pump had an off no power alarm.